Manufacturer narrative:
The root cause of the broken plates appears to be related to patient non-compliance. The surgeon utilized all 7 of the screw holes to fixate the plate to the joint, and added a cannulated screw to further stabilize the joint, as suggested in the stg. The plate broke within six weeks of implantation. The examination of the returned plate, along with the information provided from the sales representative, indicate that the break was caused by patient activity post implantation. The review of the DHR did not identify any non-conformances associated with lot release. The review of osteomed labeling - the IFU and stg shows warnings, instructions, and contraindications that are included concerning situations that could cause implant fracture or failure. The review of capas identified on CAPA investigation. However, this CAPA was closed due to information received post closure of the complaints that the broken plates were due to surgical technique. The review of ncrs did not identify any related internal non-conformances for these devices. The review of complaints identified two (2) similar complaints. Per the extremilock foot plating system risk management file, the risk of a plate breaking due to a non-compliant patient has an overall risk score of low. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the inital submission report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original submission report: (B)(6) 2017.

Event description:
On (B)(6) 2016, osteomed was notified of an incident concerning a broken plate. The plate was intact at the three (3) week visit. However, at the follow up visit, it became obvious that the plate was now broken. Per the physician, the patient was non-compliant - walking and weight bearing more than directed. The plate was explanted on (B)(6) 2016.